Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. All parts functioned prior to shipment. The DHR was reviewed and no issues that would have resulted in this complaint were found. Therefore this complaint is invalid. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that a plf procedure at levels l4-l5, the top part of the tap sleeve broke off as it was being removed. The sleeve was not used in the procedure. The surgeon used a different size tap during the procedure, but had the complained device loaded & ready to go beforehand. The device broke when it was being disassembled.